Manufacturer narrative:
Surgical guide print003 fit the patient as intended but the cbct scans provided by the clinician used to generate the surgical guide were taken with temps in and temps out of the mouth, making it difficult to achieve an ideal alignment/positioning. This information was communicated with the clinician prior to guide production and the clinician made the determination to proceed with the case without revised scans.

Event description:
Clinician stated that when utilizing surgical guide print003, she instrumented location #11 and before proceeding with implant placement, it was noted that there was no buccal bone so it would have been impossible to get any sort of retention if the implant were placed. The clinician discontinued the procedure, grafted and closed the site.